Manufacturer narrative:
Return of product has been requested. The evaluation of this complaint was only done based on given picture provided by reporter and previous investigated data. No physical return of product was provided. Root cause can only be verified by a product return. The reporter informed the company that the product had been discarded.

Event description:
Top of the tooth brush head came loose in mouth; completely detached from the part that connects to the electric handle [device breakage]; no adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the top of the oral-b power oral care refill precision clean came loose in her mouth, and she stated it completely detached from the part that connects it to the handle. No symptoms developed. On 07-apr-2016 received follow-up: the consumer reported the product had been discarded. No further information was provided.